Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On sunday, (B)(6) 2025, the patient was on a cross-country motorcycle trip with her boyfriend. At approximately 7:30 am, she replaced her dexcom cgm sensor before beginning the ride. By 11:00 am, the cgm began alerting her to glucose levels below 80 mg/dl. In response, they stopped for brunch, during which the patient reduced her insulin intake as recommended by her tandem insulin pump, which was operating in automatic mode. After the meal, they resumed their trip and turned off the pump¿s automatic mode. Despite this, the patient received multiple alerts indicating further glucose decline, with cgm readings dropping to 47 mg/dl. She began experiencing symptoms of hypoglycemia, including shakiness and difficulty concentrating. They pulled over and remained stopped for over two hours. The patient consumed approximately half a gallon of orange juice, which raised her cgm reading to 160 mg/dl, allowing them to continue traveling. Later that day, she experienced another hypoglycemic episode. They stopped at a restaurant, where she consumed more juice and french fries. Although her cgm initially showed a reading of 70 mg/dl, it began to drop again. She administered gvoke (glucagon) via pen, which temporarily raised her glucose to 70 mg/dl, but it quickly fell again to 42 mg/dl. Her boyfriend called 911. Ems arrived within 10¿15 minutes. A fingerstick test showed a blood glucose level of 483 mg/dl, followed by a second reading of 490 mg/dl two minutes later. The patient was treated with IV saline in the ambulance. Ems contacted a hospital for authorization to initiate an insulin drip and approved reactivating the patient¿s insulin pump with a 24/7 basal rate. Ems advised that no further treatment could be provided unless the patient agreed to hospital transport. The patient declined due to concerns about leaving her motorcycle and luggage unattended. Ems recommended a nearby hotel and advised her to call again if needed. After ems departed, the patient reported feeling extremely anxious and physically unwell, describing sensations of being overwhelmed and pressure in her head. At the hotel, she replaced her cgm sensor and purchased a glucose meter from walmart, using it to check her blood glucose every 30 minutes. She resumed automatic boluses via her pump. The following morning (B)(6) 2025, her blood glucose remained elevated, around 180 mg/dl. Although she could not recall the exact fingerstick reading, she noted it was consistent with the cgm. They left the hotel at 9:30 am, had breakfast while managing boluses, and departed the area at 10:00 am, arriving home at 3:30 pm. Despite stable cgm readings, the patient continued to feel unwell, describing persistent fatigue and head pressure. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5170260. B5: describe event or problem - correction/additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data. H10: related report numbers. H11 additional narrative.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 05/23/2025.